Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set up at the user facility the small disk was discovered to be broken off. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during set up at the user facility the small disk was discovered to be broken off. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.